Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported alarm issue. However the investigation did determine that the device downstream occlusion seal was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device downstream occlusion seal was replaced, and the device passed all testing.

Event description:
It was reported that the device exhibited an occlusion alarm. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.